Manufacturer narrative:
The creatinine plus ver.2 reagent lot number and expiration date were not provided. The investigation is ongoing.

Event description:
There was an allegation of a questionable creatinine plus ver.2 result from the cobas 8000 c702 module for one patient. The initial result was 20 umol/l, and the repeat result was 311 umol/l.

Manufacturer narrative:
A field service engineer (fse) determined that the main water pressure was too high, the gear pump pressure was slightly too high, the reagent probes outside wash was too high, and there were persistent stains on the reagent cover around the reagent probe. The engineer resolved these issues. As there were many service actions completed, it was not possible to determine a direct root cause. The issue has been resolved by the fse's actions.